Event description:
Event verbatim [preferred term] skin was burned/ 3 burned places/ very painful because the contact of the blisters/so red/wound [burns second degree] , sleep was disturbed [sleep disorder] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program (brand websites for devision consumer healthcare (B)(4)). A contactable consumer reported that a patient of unspecified age, ethnicity and gender started to use thermacare heatwrap (thermacare lower back & hip) (device lot number not provided) from an unspecified date at an unspecified frequency for the lower back due to trapping of the sciatic nerve. The patient's medical history included sciatic nerve disorder. The patient's concomitant medications were not reported. The patient bought a package of 4 thermacare for the lower back due to trapping of the sciatic nerve. The patient applied it in the morning after getting up and discovered at midday that her/his skin was burned on an unspecified date. Because it was very warm it did not strike her/him that the skin had been burnt. The consumer attached a photo from one of 3 burned places. On the other two places one might see the bottom because the patient had worn the heatwrap on the lower areas of the back. The patient complained that there was nothing about burns in the patient insert package. As reported: "it is not pleasant and very painful because the contact of the blisters with the clothing cannot be avoided". Especially her/his sleep was disturbed because the contact with the mattress and the friction worsen the whole thing. If the wound healing is delayed and everything remains so red she/he must go to emergency service on (B)(6) 2017. The wound and healing ointment did not work so far. She/he did not make anything wrong and does not have sensitive skin. Action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown additional information has been requested and will be provided as it becomes available. Follow-up: (08feb2018): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Removed event product label issue as this was a product complaint not associated with the adverse events experienced by the patient. Company clinical evaluation comment: based on the information provided, the events of "burns second degree" is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The reported event of "sleep was disturbed" is assessed as non-serious. The events are medically assessed as associated with the use of the device. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events of "burns second degree" is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The reported event of "sleep was disturbed" is assessed as non-serious. The events are medically assessed as associated with the use of the device. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] skin was burned/ 3 burned places/ very painful because the contact of the blisters/so red/wound [burns second degree], sleep was disturbed [sleep disorder], , narrative: this is a spontaneous report from a pfizer-sponsored program (brand websites for devision consumer healthcare germany). A contactable consumer reported that a patient of unspecified age and gender started to use thermacare heatwrap (thermacare lower back & hip) (device lot number not provided) from an unspecified date at an unspecified frequency for the lower back due to trapping of the sciatic nerve. The patient's medical history included sciatic nerve disorder. Concomitant medications were not reported. The patient bought a package of 4 thermacare heatwraps for the lower back due to trapping of the sciatic nerve. The patient applied it in the morning after getting up and discovered at midday that her/his skin was burned on an unspecified date. Because it was very warm it did not strike her/him that the skin had been burnt. The consumer attached a photo from one of 3 burned places. On the other two places one might see the bottom because the patient had worn the heatwrap on the lower areas of the back. The patient complained that there was nothing about burns in the patient insert package. As reported: "it is not pleasant and very painful because the contact of the blisters with the clothing cannot be avoided". Especially her/his sleep was disturbed because the contact with the matress and the friction worsen the whole thing. If the wound healing is delayed and everything remains so red she/he must go to emergency service on (B)(6) 2017. The wound and healing ointment did not work so far. She/he did not make anything wrong and does not have sensitive skin. Action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown. Per the product quality group: this investigation was conducted for an unknown lot number lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Rsnbly suggest device malfunc?: no; severity of harm: n/a follow-up: (B)(6) 2018): this follow-up is being submitted to notify that an investigation of the device cannot be conducted. Follow-up attempts have been completed and no further information is expected. Removed event product label issue as this was a product complaint not associated with the adverse events experienced by the patient. Follow-up ((B)(6) 2020): new information from product quality with unknown lot number includes investigation results., comment: based on the information provided, the events of "burns second degree" is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The reported event of "sleep was disturbed" is assessed as non-serious. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No further investigations or actions is suggested at this time.

Manufacturer narrative:
This investigation was conducted for an unknown lot number lower back/hip (lbh) product. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and /or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Rsnbly suggest device malfunc?: no; severity of harm: n/a

Event description:
Event verbatim [preferred term] skin was burned/ 3 burned places/ very painful because the contact of the blisters/so red/wound [burns second degree] , patient complained that there was nothing about burns in the patient insert package [product label issue] , sleep was disturbed [sleep disorder] , . Case narrative:this is a spontaneous report from a pfizer-sponsored program (brand websites for (B)(6)). A contactable consumer reported that a patient of unspecified age ethnicity and gender started to receive thermacare heatwrap (thermacare lower back & hip) from an unspecified date at an unspecified frequency for the lower back due to trapping of the sciatic nerve. The patient medical history included sciatic nerve disorder. The patient's concomitant medications were not reported. The patient bought a package of 4 thermacare for the lower back due to trapping of the sciatic nerve. The patient applied it in the morning after getting up and discovered at midday that her/his skin was burned on an unspecified date. Because it was very warm it did not strike her/him that the skin had been burnt. The consumer attached a photo from one of 3 burned places. On the other two places one might see the bottom because the patient had worn the heatwrap on the lower areas of the back. The patient complained that there was nothing about burns in the patient insert package. As reported: "it is not pleasant and very painful because the contact of the blisters with the clothing cannot be avoided". Especially her/his sleep was disturbed because the contact with the matress and the friction worsen the whole thing. If the wound healing is delayed and everything remains so red she/he must go to emergency service on (B)(6) 2017. The wound and healing ointment did not work so far. She/he did not make anything wrong and hasn't a sensitive skin. The action taken in response to the events for thermacare heatwrap was unknown. The outcome of the events was unknown additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the events of "skin was burned/ 3 burned places/ very painful because the contact of the blisters/so red/wound" and "patient complained that there was nothing about burns in the patient insert package" are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The reported event of "sleep was disturbed" is assessed as non-serious. The events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of "skin was burned/ 3 burned places/ very painful because the contact of the blisters/so red/wound" and "patient complained that there was nothing about burns in the patient insert package" are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The reported event of "sleep was disturbed" is assessed as non-serious. The events are medically assessed as associated with the use of the device.